Event description:
It was reported that during the patients follow up she was experiencing sever back pain. An x-ray was taken which confirmed that there was a fracture in the patients lumbar. She was given a back brace. The patients status is unknown. Additional information was received that the patient is doing well post-operatively.

Manufacturer narrative:
H6: evaluation method codes - analysis of production records - 3331. H6: evaluation result codes - no device problem found - 213 . H6: evaluation conclusion codes - known inherit use of device - 22.

Event description:
It was reported that during the patients follow up she was experiencing sever back pain. An x-ray was taken which confirmed that there was a fracture in the patients lumbar. She was given a back brace. The patients status is unknown.